Event description:
It was reported that there was an error resulting in inability to initiate mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) and flow sensors were replaced to resolve the issue. Block a1, a2, and a4: no information available. Block h4: date of device manufacture year is 2009. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.